Event description:
Pt's nurse called lfs and alleged that the pt's meter was reading inaccuratly high. The pt tested their blood sugar before bed and obtained a result of 41 mg/dl. The pt acutally read the results as 4.1 mmol/l, which would have been a "normal" result for them. The pt drank some lucozade, which is an energy drink, and went to bed. The pt stated that they were feeling shaky and unwell at the time of testing, which correlates with the low blood glucose result. Approx 2 hours later the pt felt hypoglycemic. The physician was called and the pt was given IV glucose. The physician did not test the pt's blood glucose. The pt did not go to the hosp, as they felt better receiving the glucose. The pt was asked if they would have done anything differently if they had known the results were lower than they thought. They stated that they would have had a larger lunch and they would have also drunk more lucozade. The condition of the test strips is unk. The pt did not have any test strips available to perform troubleshooting. The pt stated that they did not recall entering the set up mode and making any changes. Based on this info, the fact that the meter is in the wrong unit of measure may or may not have been due to a malfunction. Pt did not provide clinical info and test results from the days before the incident. It is assumed that the meter was reading in mg/dl before the incident, therefore it is foreseeable that the pt overtreated their glycemia based on the misinterpreted results on the meter. The hypoglycemic event could have been contributed to by the meter readings in mg/dl.